Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown drill bit. Device instrument and is an is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure the surgeon's drill bit broke. The drill bit remains in the patient. The procedure was successfully completed with no harm to the patient. This report is for an unknown drill bit. This report is 1 of 1 for complaint (B)(4).